Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity . This type of malfunction could lead to death or serious injury. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
This device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity . A surgical intervention was performed and the device was explanted. The device was returned for analysis. No additional adverse patient effects reported.